Manufacturer narrative:
The device logs were downloaded on (B)(6). On (B)(6) a complete device check in correspondence to the test certificate has been performed and passed. The user interface was opened and checked from inside, but no hints to fluid ingress or corrosion had been observed, which could have caused any undefined behavior. The log analysis shows no entries for device errors. The user log shows the following for the date of event: after unremarkable ventilation at 16:52h bipap ventilation was started and then the device was immediately switched to standby by pressing the standby button for more than 3 sec. In this case the device generates alarms and clearly shows the standby mode on the display. During the afternoon some adjustments and calibrations were performed, at 20:17h ventilation parameters were adjusted (o2, pinsp, peep, p-asb, f, tinsp), but the device was still left in standby. At 20:30h ¿ at this time reportedly the physician arrived ¿ the ventilation has been started. The manufacturer comes to the conclusion that no technical failure had caused unintended switch to standby. The device remained in standby since 16:53h and was also after the adjustments of 20:17h not yet activated, but only at 20:30h. On-site-investigation.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started and is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that on (B)(6) 2016 at 20:30h the condition of the patient got worse. Therefore the physician checked the patient and found the ventilator to be in standby mode. The ventilator was re-started and patient condition improved again. It was also reported that the patient had to be reanimated.